Manufacturer narrative:
The customer reported a complaint that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:06 (ce post failure) error message was confirmed during the archive data review and functional testing. The probable root cause for error message was the burnt j21/p21 connectors, likely due to electrical arcing, possibly attributed to bad connection between connector j21 and p21 or moisture diffusing into the connectors and vibration during use. During visual inspection of the thermogard console, the p21 and j21 connectors were observed to be slightly burned, related to the reported complaint. The event log review indicated multiple tcmid:06 error messages, thus confirming the reported complaint. The thermogard system failed the power on self-test (post) due to a tcmid:06 error. The p21 and j21 connectors were slightly burned. The wire harness assembly to pic-16 was replaced and the cable to the power supply cables were crimped with a new connector to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that their two thermogard xp ivtm systems (B)(6) displayed tcmid:06 (ce post failure) error messages. It seems that the consoles were not connected to a patient. During the setup for patient use, the first console gave the error. The customer attempted to use a second console but again, tcmid: 06 was displayed during setup. They had to use the third console they have. No impact or consequence to the patient.